Manufacturer narrative:
Device evaluated by MFR. : fg maverick 2 mr, 1.50mm x 15mm was returned for analysis. A visual and tactile examination identified that the device was received in two sections as a result of a break which had occurred in the hypotube. The break was located at 67cm distal to the distal end of the strain relief. A visual and tactile examination of the distal extrusion identified no damages. A microscopic examination of the balloon material identified no tears or holes in the balloon material. A microscopic examination of the tip identified no damages. A microscopic examination of the markerbands identified no damage. Using an inflation aid, which was attached to the broken section of the hypotube, the aid was attached to a pretested encore inflation unit. It was possible to inflate the balloon to its rated burst pressure (rbp) of 12 atmospheres, with no leaks noted. The balloon was deflated and re-inflated on three more occasions with no leaks noted in the balloon. The balloon maintained pressure each time it was inflated. B3: date of event: used first date of the month since exact event date was not provided.

Event description:
It was reported that balloon rupture occurred. A 1.50mm x 15mm maverick 2 balloon catheter was selected for use. However, it was confirmed that after opening the package, the balloon was fractured. The procedure was completed with a different device. There were no patient complications reported. Patient was stable.

Manufacturer narrative:
Device evaluated by MFR. : fg maverick 2 mr, 1.50mm x 15mm was returned for analysis. A visual and tactile examination identified that the device was received in two sections as a result of a break which had occurred in the hypotube. The break was located at 67cm distal to the distal end of the strain relief. A visual and tactile examination of the distal extrusion identified no damages. A microscopic examination of the balloon material identified no tears or holes in the balloon material. A microscopic examination of the tip identified no damages. A microscopic examination of the markerbands identified no damage. Using an inflation aid, which was attached to the broken section of the hypotube, the aid was attached to a pretested encore inflation unit. It was possible to inflate the balloon to its rated burst pressure (rbp) of 12 atmospheres, with no leaks noted. The balloon was deflated and re-inflated on three more occasions with no leaks noted in the balloon. The balloon maintained pressure each time it was inflated. B3: date of event: used first date of the month since exact event date was not provided.

Event description:
It was reported that balloon rupture occurred. A 1.50mm x 15mm maverick 2 balloon catheter was selected for use. However, it was confirmed that after opening the package, the balloon was fractured. The procedure was completed with a different device. There were no patient complications reported. Patient was stable.

Event description:
It was reported that balloon rupture occurred. A 1.50mm x 15mm maverick 2 balloon catheter was selected for use. However, it was confirmed that after opening the package, the balloon was fractured. The procedure was completed with a different device. There were no patient complications reported. Patient was stable.

Manufacturer narrative:
B3: date of event: used first date of the month since exact event date was not provided.